Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm became frozen on the pump screen and the customer was unable to clear it. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, the customer was able to clear the alarm by triggering a button alarm before calling into tandem technical support. There was no reported impact to the customer's blood glucose level.